Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sudden cease of functioning. The programmer's power supply was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a sudden shutdown. The programmer was returned for service. No patient complications have been reported as a result of this event.